Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the ventricle output could not be adjusted and it was attributed to the encoder flex being damaged. Analysis also found the upper and lower cases broken, and the lower case, battery release, ring cover, side bail covers, lead flex cover, heart block, heart wire contacts, battery drawer and heart lead flex were contaminated, the battery contacts were compressed and contaminated, the battery drawer o-ring was missing, the battery flex was contaminated and corroded, and that a liquid crystal display (lcd) screw was being used as a missing case screw.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the ventricular output on the external pulse generator (epg) would not adjust from 10 milliamps (ma). The atrial channel was good at 5 ma, however it was only delivering at 10 ma output when set to 20 ma. It was also reported the ventricular output will only fluctuate from 10 +/- 1 ma when dial is turned either direction. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that the ventricular output on the external pulse generator (epg) would not adjust from 10 milliamps (ma). The atrial channel was good at 5 ma, however it was only delivering at 10 ma output when set to 20 ma. It was also reported the ventricular output will only fluctuate from 10 +/- 1 ma when dial is turned either direction. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.